Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that a female patient underwent surgery in 2009 and had a central line placed. The patient returned to the hospital eight months later, for another procedure, and an x-ray revealed two pieces of swg that were retained in the patient from her previous surgery. The patient was taken to interventional radiology the following month, where two pieces of wire were removed that were 56.7cm in total length. A full body x-ray was performed and another piece of wire was visible in the patient's leg between her knee and hip. At which point, a cardiovascular surgeon was brought in for consult. Three days later, the patient underwent surgery to remove the swg retained in her leg. It was noted that the swg outer coil was wrapped and twisted in a blood clot and looked like "spaghetti". The wire was removed successfully. There were no patient complications reported.